Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified de novo mid right coronary artery that was 99% stenosed. Pre-dilatation was done with a 2.0 x 10 mm unspecified balloon dilatation catheter (bdc) and a 3.0 x 33 mm xience prime stent was implanted. A proximal edge dissection was then noted which was treated with another unspecified xience prime stent. There was no adverse patient sequela reported. No additional information was provided.